Event description:
A pt reported experiencing inaccurate low results with a surestep enhanced meter. The pt's blood glucose results were 19mg/dl, 60mg/dl (blood samples were taken from toes). Tests were done within 10 minutes with a difference of 36mg/dl. "Pt stated they get the blood sample from their toes and uses alcohol on their toes before testing." Customer cleaning meter incorrectly. Pt did not experience any adverse events. No further info has been reported.